Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicate trends any safety issue. Genzyme will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not altered by this report.

Event description:
Nausea; headache; pain in left knee (arthralgia); swelling in left knee (joint swelling). Case description: spontaneous report was rec'd on (B)(4) 2013 from a physician regarding a (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc(hylan g-f 20) injection at a dose of 2 ml in left knee (route and frequency not provided). The lot number of synvisc was not provided. About 2-3 days, after first injection, the pt experienced headache, nausea, pain in left knee and swelling in left knee. The physician stated that the pain and swelling improved, however headache and nausea persisted. Later, pt rec'd treatment with zofran (ondansetron) for nausea and on (B)(6) 2013, the pt was hospitalized for gastrointestinal workup. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for all the events were not provided. The relationship between synvisc and all the events was not provided by the reporting physician.